Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory visual inspection noted an inner coil insulation breach approximately 7 cm from the lead tip. Resistance tests were completed to assess lead electrical performance. Measurements thought the tests were within normal limits. Analysis determined that the abrasion damage to the insulation contributed to the clinical observations.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead had low out-of-range impedance measurements, oversensing of noise resulting in pacing inhibition and high thresholds resulting in loss of capture (loc). The patient complained of vertigo. The lead was explanted and replaced without incident. Upon explant, visual inspection noted insulation damage.